Event description:
The patient reported experiencing frequent elevated blood glucose readings of over 400 mg/dl. He corrects elevated readings by changing the infusion set and bolusing through the infusion device. He believes elevated blood glucose is caused by the infusion sets. His normal blood glucose level is 150 mg/dl. No further information available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.